Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units fiber optic couldn't be inserted into unit. There was no patient involvement.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units fiber optic couldn't be inserted into unit. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) says customer stated they were unable to insert ballon in fiber optic port, verified fiber optic port working correctly. Replaced fiber optic cable assembly. Also noticed right hinge physically broken, replaced hinge. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for customer use.

Event description:
N/a.